Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found scratched lcd lens and fluid ingression presence on and around downstream occlusion sensor. The customer stated problem was not confirmed. The device found no issue with -not within specific limits- during testing. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no fault found with the issue. However, due to fluid ingression being presence, recommend to replace downstream occlusion sensor as preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device was not within specifications limits. No patient injury was reported.